Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted due to gastrointestinal bleeding and was noted to have elevated pump power and pump flow values, with doppler mean arterial pressure values at 84. The patient was noted to be asymptomatic and there were no alarms reported for the event. Review and analysis of the submitted log file by a representative of the technical services team indicated multiple transient power elevations scattered throughout the last 2 weeks of data which all appeared to be associated with pulsatility index events. No other information was provided.

Manufacturer narrative:
A specific cause for the reported gastrointestinal bleeding could not be determined and a direct correlation between the device could not be conclusively established through this evaluation. A full examination could not be conducted as the patient remains ongoing on pump support. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.